Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the bone fracture reported was likely the result of a crack initiating at a pin hole created to secure the tibial cutting block, which propagated when impacting the tibial tray.

Event description:
During surgery, the patient experienced an anterior tibial fracture when impacting the tibial tray.

Manufacturer narrative:
Pending device return and engineering evaluation.

Event description:
During surgery, the patient experienced an anterior tibial fracture when impacting the tibial tray.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Addiontally, the device specific information was not provided, precluding a review of the device history record.

Event description:
During surgery, the patient experienced an anterior tibial fracture when impacting the tibial tray.